Event description:
It was reported that a malfunction occurred with the pump, which could not be reset. There was no adverse impact to the customer's blood glucose level. The customer was advised to use multiple daily injections (mdi) as backup therapy, and a replacement pump was sent by technical support. The customer received instructions on how to return the faulty pump and to prepare the new pump once received, which they understood and acknowledged.